Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos from the customer facility for evaluation. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to clotting as all samples met specifications. 5 in-house retention samples of each lot were visually inspected with no defects being identified and sent to the chemistry lab for titration. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported during use of bd vacutainer® k2 edta (k2e) 5.4mg blood collection the tubes are clotting/micro clots/fibrin clots. This occurred on 33 occasions during use. The following information was provided by the initial reporter: "samples are clotting."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use of bd vacutainer® k2 edta (k2e) 5.4mg blood collection the tubes are clotting/micro clots/fibrin clots this occurred on 33 occasions during use. The following information was provided by the initial reporter: "samples are clotting".